Event description:
Healthcare professional reports a left side rupture diagnosed with an ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports, a left side rupture diagnosed with an ultrasound and MRI. The device has been explanted.

Event description:
Healthcare professional reports, a left side rupture. Diagnosed with an ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening striated on anterior side assessed, as surgical damage. And missing piece of shell assessed, as inconclusive. Additional observations: crease fold observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reports a left side rupture diagnosed with an ultrasound and MRI. The device has been explanted.